Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while assembling trays, they noticed the post was broken on a trial augment.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.